Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: during a follow up with the customer's clinical diabetes specialist (cds), the cds reported that after a meeting with the customer the cds verified that the pump was functioning as expected. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing blood glucose level's (bg) of 400mg/dl and an increase in their a1c level from 6.9 to 8.2. The contact alleged the bg levels and a1c level increase was due to the customer using the pump for insulin therapy. No additional information regarding this issue was provided.